Event description:
We performed angioplasty and stenting of a venous outflow occlusion in a pt with a left forearm dialysis graft that had thrombosed. Stent placement was made with a bard fluency plus tracheobronchial stent graft. The stent deployed although there was some hesitancy in removing the insertion device from the distal end of the stent and the stent did not fully expand due to the underlying stenosis. We decided to angioplasty the stent with a balloon catheter and noticed a radio-opaque marker moving on our guidewire ahead of our balloon. The marker belonged to the stent insertion device and had become dislodged from the insertion catheter. We were successful in snaring the wire and catheter fragment and removed them from the pt's graft. In conclusion, we had a dislodgement -rupture- of the distal 5 mm of the fluency stent insertion catheter that had the potential of resulting in embolization of the catheter fragment into the pt's venous system and ultimately the distal pulmonary artery bed. Catheter should be evaluated for manufacturing flaw or design improvement that may avoid this potential problem in the future.